Event description:
It was reported that during a stenting treatment procedure, shaft fracture occurred. While crossing the unspecified lesion with a liberte 16x4mm stent, the shaft fractured.

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, shaft fracture occurred. While crossing the unspecified lesion with a liberte 16x4mm stent, the shaft fractured.

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed the balloon was tightly folded with the stent secured on the balloon. Multiple shaft kinks 5, 13, 14.5, 16, 16.5, 18.5 and 23.5 cm from the distal tip were observed and the distal tip was damaged. The hypotube was kinked 20.5 and 21.5 cm from the strain relief. The hypotube was fractured 22 cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).